Manufacturer narrative:
A field service engineer (fse) instructed the customer to look inside the sorter tray. The customer observed that the tip tray was not flat in the tray and was sticking up, which caused the sorter pick up to bump into it while it picks up cups. The customer removed the tip tray and replaced it to sit flat onto the sorter tray, which resolved the issue. The customer validated the analyzer by running a daily check and quality control (qc) with no more cups falling or cup dropping errors. The aia-2000 is functioning as expected. No further action required by field service. A 13 month complaint and service history review through the aware date of event for similar complaints were performed for serial number (B)(6). There were no similar complaints identified during the search period. Review of related documentation the aia-2000 operator's manual under appendix 4: error messages states the following: [2205] sorter dropped cup cause: the cup hold sensor (pressure switch) failed to detect a cup after the cup release operation was performed on the cup - tip lane or the stc lane. Sorter operation is suspended. Solution: open the sorter's door and remove the dropped cup. Close the sorter's door to resume assay. If this error occurs frequently, contact tosoh service center or local representatives. The most probable cause was the incorrect placement of the tip tray, cause traced to user error.

Event description:
A customer reported that an aia-2000 analyzer was dropping cups. The customer stated that they were also unable to open the sorter. The analyzer is down. A tosoh field service engineer (fse) has been dispatched to address the reported event, which resulted in a delay in reporting patient results for beta human chorionic gonadotropin (bhcg). There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.

Manufacturer narrative:
Previous: no date provided. Correction: september 3, 2024 listed as the date received by manufacturer.

Manufacturer narrative:
Correcting section d4 UDI# from (B)(4).